Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer treated the high blood glucose with a bolus. The customer did not mention any symptoms. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer also stated he noticed a large bubble in the infusion set. Customer declined to continue troubleshooting for the high blood glucose and air bubble incidents. The insulin pump will not be returned for analysis.